Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Test strips taken by the hanson connector confirmed the blood leak. Estimated blood loss was 250cc's. No medical intervention was required and the pt had no adverse effects.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. The batch record review confirmed the labeling, material, and process controls were within spec.